Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and loss of consciousness on (B)(6) 2021, with unknown blood glucose level. Other value was 108 mg/dl. Customer was in emergency room as a result of low blood glucose level. It was unknown whether the customer was using the auto-mode feature. Customer declined troubleshooting. The insulin pump will be returned for analysis.